Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the event. The patient was treated with an unspecified treatment for the peritonitis. Three days after hospitalization, the patient was discharged. At the time of this report, the patient has recovered from the event. Dianeal therapies were ongoing. No additional information was available.